Event description:
Related manufacturer report number: 1627487-2023-03741. It was reported that during the patient's ipg replacement on (B)(6) 2023 it was discovered that one of the patient's leads has high impedances and the other lead was fractured. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the leads were explanted and replaced.